Event description:
It was reported by the patient's wife that the patient died on (B) (6) 2007 because "the device did not fire and no alarm sounded. Autopsy showed cause of death cardiac problem." There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.